Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted as of the present. A call placed to technical services on 03/01/2018 stating that this was turned off for patient with either loss of capture or phrenic nerve stimulation in lv configuration. It was also noted that the patient pr interval was 200ms and they were still seeing atrial sensing in right ventricular pace and left ventricular pace. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).